Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor would not power up. The cause for the failure was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. There were no adverse events associated with the monitor malfunction.